Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the cardiac monitor exhibited under sensing. The sensitivy was decreased and the under sensing ceased.